Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported "inflow graft thrombus, outflow graft thrombus and chronic sepsis." There was no increase in flow with increase in speed. The pt's pump was exchanged. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The lvad pump was returned to the MFR for eval, however, the hospital requested that the pump be returned to them w/o an eval, as the pt did not give permission for the pump to be evaluated. The pump was returned to the hospital as requested. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.